Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Retained by hospital.

Event description:
This pi is for removal of three screws and screwdriver breakage. One screw was protruding through (i.e. Breaking) patients' skin in a plate/ screw construct. The first screw stripped and remained in patient, second screw removed without incident. The shaft of the screwdriver broke when attempting to remove the third screw. Patient's bone quality unknown. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.